Event description:
It was reported that a right ventricle leadless pacemaker (rvlp) was implanted utilizing right internal jugular access. During follow-up it was noted that the patient with patient with congenital long qt syndrome developed new-onset ventricular tachycardia and torsade de pointes. It is suspected that the primary mechanism was mechanical aggravation of ventricular tissue by the docking button on the rvlp. The rvlp was explanted and replaced with a traditional pacemaker system with leads.